Event description:
Was forced by dentist who collaborated with her orthodontist to wear mago(maxillary anterior guided orthotic) orthodontic appliance. Maxillary anterior guided orthotic. I started having big neck problems and my teeth started moving. Even though I never had tmj(temporomandibular joints) before and my sleep study came out mild and not serious they insisted on me wearing mago for almost 5 months till I told them "no". Then I was told I have to wear for few more years 24/7 or my jaw will collapse and after that I need to wear it forever at night. After wearing it my jaw started hurting more and x-rays pictures showed my airways got smaller. Before wearing mago appliance my airways were good and I never had jaw or sleeping problems. Dentist wanted to re-do all shape of my teeth by unnecessary new "crowns" and bonding and her orthodontist wanted me to buy new mago appliance that would fit my new teeth.